Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that they experienced high blood glucose level of 456 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was mentioned insulin pump had motor error. Customer declined to troubleshooting for hyperglycemia. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. The drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motor error alarm. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.